Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: high gradient can be a result of possible valve related and/or non-valve related issues. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation, with the available information. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that one (1) day post-implantation of this device, the patient expired due to hemorrhagic shock. As reported, the patient had to be taken emergently back into the operating room due to high gradients. Due to the patient being a jehovah witness, she did not accept blood transfusion and expired. The surgeon confirmed that the death was not related with edwards valve.

Manufacturer narrative:
Through further investigation, on post-op day one the patient had to be taken back to the or due to severe hypertension caused by the noradrenaline which led to bleeding and was unrelated with the annulus tear. The patient expired due to an hemorrhagic shock and because as of the patient's religious belief, the patient refused to get a blood transfusion. The surgeon confirmed that the death of the patient was unrelated with edwards valves but was due to bleeding.